Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced distortion vision. The iol was exchanged for unspecified lens model 1 month and 17 days after the initial implant procedure. Clinical reason for explant was reported as visual disturbance. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).